Manufacturer narrative:
A steris service technician arrived onsite to inspect the integrated digital surgical rack and found that one of the input ports on the rack was intermittently functioning. The camera was connected to the intermittently functioning input port resulting in the reported event. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the monitors connected to their integrated digital surgical rack stopped working. User facility utilized a mobile monitor to complete the procedure resulting in a procedure delay. The procedure was completed successfully. No report of injury.